Manufacturer narrative:
Follow-up #1: date of submission 04/18/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/28/2017 with the following findings: on investigation, the pump powered on and the display became illuminated per normal operation. The display screen was examined and found to be operating as expected. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.